Event description:
Reportedly, post dilatation of a lesion located in the left anterior descending artery with heavy tortuosity and moderate calcification, resistance was felt during withdrawal. The balloon had been pressurized to 15 atmospheres without issue; however the lesion was located on a 180 degree bend and the trek balloon dilatation catheter became stuck post pre-dilatation. Reportedly the physician stated he had forgotten about the nc trek instructions for use which stated to increase the pressure and then pull neutral, so he gave the balloon a strong tug and it was released and was withdrawn without further issue. The balloon was used again. The lesion was successfully stented. There was no adverse patient effect. A clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Return of the catheter may have further aided the evaluation. Possible causes for difficulty removing a dilatation catheter after inflation may include, but are not limited to, an interaction with the stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the catheter, damage to the balloon, kinks/bends or an interaction with other devices. There was no report of any damage observed to the catheter prior to use, which may suggest that a product deficiency did not contribute to the reported incident. The lesion was heavily tortuous and moderately calcified, which likely contributed to the reported difficulty. Clarification was also received from the account stating that the resistance withdrawing the balloon catheter post-dilatation was due to the 180 degree bend in the vessel and not a deflation issue of the balloon. Additionally, as this was a larger diameter high pressure balloon, the balloon profile is often increased after pressurization. It is likely that the balloon interacted with the stent implant and the 180 degree bend in the vessel post-inflation such that the balloon became slightly entrapped and met resistance upon removal. Based on the information provided, the reported difficulty appears to be related to circumstances of the procedure. Reportedly, the physician commented that he had forgotten about the nc trek instructions for use (IFU) which stated to increase the pressure and then pull neutral, so force was applied during removal and it was released and withdrawn without further issue. It should be noted that the IFU instructs the user to release the pressure to neutral during preparation for use and not during use. The IFU further warns: do no advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. To assure that all products perform according to specification, the profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks during the manufacturing process. A review of the finished product lot history record did not reveal any nonconforming material record issues with this lot and all lot release testing met specification. Additionally, a query of the complaint handling database indicated no similar incidents. Based on the investigation, there is no evidence to suggest a potential product deficiency.